Event description:
The customer reported that they were unable to access the opcheck. They reported that the device beeps, gives a red x and goes straight to pads mode with a straight line. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.